Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a hole in the catheter was confirmed and was determined to be use related. The product returned for evaluation was one 4 fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and two splits were observed in the catheter tubing. One split at the 7 cm depth marker and the other between the 8 cm and 9 cm depth markers. The catheter splits contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported line split. No patient impact. Line used for cytotoxic medication. Securacath used. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total catheter length 40cm, exit site marking 7cm, secured with securacath. Unknown what vein it was inserted into. PICC used for oncology treatment (leucovorin calcium (folinic acid), fluorouracil, irinotecan hydrochloride, and oxaliplatin.). No known occlusions with this PICC, unknown if any xray images were taken. Leak was internal/inside the patient at the 8cm mark. PICC used for 7 weeks. Catheter site cleaned with chloraprep (2% chg in 70% ipa). No additional comments.

Event description:
It was reported line split. No patient impact. Line used for cytotoxic medication. Securacath used. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.